Event description:
The customer reported a red, battery not detected. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported a red x, battery ot detected. There was no reported patient involvement. This complaint is still being investigation. A follow-up report will be submitted once the investigation is completed.